Manufacturer narrative:
One tacticath sensor enabled contact force ablation catheter was received for evaluation. The device was returned due to a contact force issue, tactisys connection issue, and an inability to zero the catheter. A ¿tc no signal¿ error message displayed when the device was connected to the tactisys unit. The deformable body thermocouple (tc2) displayed high and variable resistance values during electrical testing due to a fracture in the red tc2 wire within the tygon tubing proximal to the handle, consistent with the reported event. Optical fibers 1-3 met specifications for optical signal properties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured wire is consistent with damage during use. In addition, a short circuit between electrode 1 and tc2 was detected during initial testing. The cause of the observed short circuit remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit of the catheter.